Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest bg of 303 mg/dl. The user was three days into ilet therapy and reported high insulin requirements. The ilet delivered correction insulin, and glucose began trending down. No medical intervention required.